Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 77mg/dl at the time of the incident. Customer stated that they able to clear the alarm; however, they not able to rewind it. Customer stated insulin pump was not exposed to a high magnetic field. The customer was assisted with troubleshooting. Advise customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 3508 file number 26) due to a software error (ptc 2022281).